Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that they were able to manipulate an instrument while the trocar was undocked from the cannula mount on universal surgical manipulator 2 (usm). The customer stated that they were using arms 2,3, 4 and that the arms were lying near each other. The customer stated that the arms were in the upper abdominal area and that they heard a loud popping sound. The customer stated that they noted that the trocar for arm 2 appeared to be sliding inside the patient and was deeper than expected. The customer stated they tried to burp the usm and pulled the usm and the cannula to the correct position. The customer then noted that shortly after they noticed that the trocar had popped off of the cannula and that the instrument was still under the control of the surgeon while the trocar was not installed on the arm. The customer stated that the system did not fault or provide an indication that the arm was no longer docked. The customer requested that issue be escalated as they feel like they should not have been allowed to continue in the following mode with the trocar not attached to the usm. The customer felt that the situation could have been dangerous around critical anatomy and there was nothing anchoring the trocar to the cannula. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the nurse informed the instrument used was force bipolar. The issue did occur with the surgeon¿s head inside the surgeon console¿s high-resolution stereo viewer. The issue did occur while the surgeon was attempting to manipulate instruments from the surgeon console. The instrument was able to continue moving even when not docked onto the trocar. The instrument and trocar were moving together since the trocar was not mounted in the cannula mount. The trocar and instrument moved together as it was not docked. The timing of instrument movement was not applicable since this was an issue of the arm being able to function while not being docked onto the patient. There was sliding of the trocar due to not being docked. Nothing internal was noted or at the console as far as collisions. There may have been arm-to-arm interference with the camera port (arm 3) and arm 2 which may have caused the trocar to get undocked. They were in the epigastric region and docked along the lateral left side of the patient. The external arms were laying on each other and may have collided with the port lever of arm 2 but this was not observed, just speculation. This occurred once. The lot # of the drape is unknown. We resolved the issue by removing the instrument and redocking the arm. The issue did not re-occur. The drape is not available for return. There was no injury to the patient. The device was visually inspection as well and system checks were performed. There was no damage noted. The instrument is not available for return and unable to identify the instrument at this point. There was no bleeding.

Manufacturer narrative:
The isi fse consulted with the customer who suspected that the trocar disengaged when pressed by the patient's anatomy. The isi fse advised her to secure a cannula after the case to test its stability. Subsequently, the isi fse attempted to duplicate the problem on an alternate system but observed the same results. The hospital was continuing to use the system, reported multiple successful operations since the event. The system seemed to be functioning properly, and no on-site inspection is deemed necessary. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Customer provided images for review. The pictures show the cannula dislodged from the usm cannula mount. Subsequent pictures show this is a force bipolar instrument installed on usm2.